Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported the flushes are not designed to draw back. To aid in the investigation, two empty samples with no packaging flow wrap and the plunger rod-rubber stopper all the way down were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The samples were then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. These products are not designed to draw back, so there is no testing for that symptom is available. It may be beneficial to contact your local bd sales, or marketing representative for additional product options. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported syr 10ml pump compatible saline 10ml fil had plunger movement issues. The following information was provided by the initial reporter: "it only occurs with ports. I am being told flushes are not design to draw back, yet in my practice that is very standard."